Event description:
It was reported that balloon rupture occurred. The patient presented with vascular disease and underwent leg angioplasty. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a similar product. There were no complications reported and the patient was fully recovered.